Event description:
It was reported that an ilet user experienced intermittent loss of dexcom g7 readings on the ilet while traveling, with the dexcom app continuing to display values, and the issue improving after removing numerous old dexcom sensor bluetooth entries from the phone; this aligns with an intermittent communication failure involving the device¿s antenna and electrical/magnetic interface. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure related to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to environmental/bluetooth interference resulting in signal loss.